Event description:
Caller reported tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use pump for insulin therapy.